Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient¿s doctor reported that the patient had site irritation issues. Additionally, follow-up was conducted with the patient and contact was made on (B)(6) 2018. Patient stated the reaction was located on the right side of the abdomen and treated with non-prescription benadryl around the irritation. On (B)(6) 2018 the patient went to see their provider due to the skin irritation. No medication was prescribed. Sensor was worn for 7 days. At the time of contact, it was indicated that the condition had become better. No additional event or patient information is available.